Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, it was noticed that the lens folded incorrectly, got caught on plunger and was not able to be inserted properly. Suspected lens damage as a result. Opened a new iol and finished the case. There was no patient harm.